Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. The last calibration was performed on 07-sep-2023 and it was ok with no alarms noted. Qc recovery was acceptable. No indication of a performance issue with the reagent. The alarm trace showed multiple abnormal aspiration alarms and sample foam detection alarms noted on the date of the event near the time the sample was processed. The field service engineer found that the measuring cell was at the end of its life cycle. He replaced the measuring cell. The customer performed calibration and qc and they were acceptable. The root cause was due to the measuring cell being at the end of its life cycle. The service actions (replacing the measuring cell) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 1 patient's plasma sample tested with elecsys troponin t gen5 assay on a cobas e801 immunoassay analyzer. Initial result: 87 ng/l. Repeat result: 9.8 ng/l. The physician questioned the result and requested the sample be repeated. The repeat result was deemed to be correct.

Manufacturer narrative:
The cobas e801 immunoassay analyzer serial number was (B)(6). The investigation is ongoing.